Event description:
.

Manufacturer narrative:
This device is a component in the clearglide evh small ktv15 kit. (B)(4), reporting that the bipolar jaw broke off while in use. The piece was retrieved from the pt. There was no report of patient injury. The clinician originally stated that the bipolar device was not available for evaluation. Risk management was contacted. The manager reported that the device could be released for further analysis. Upon receipt, a follow-up report will be filed when the evaluation is complete.